Event description:
Ous MDR - it was reported that the edp turned off after 7 hours. The battery of the device was new. The device was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After its return, the device underwent a visual, mechanical, and function check. The clinical complaint could be reproduced; it is due to the use of a battery past its ubd. After a fresh battery was inserted, the device functioned without deviation in a long-term test over 20 hours. There were no indications of a material defect or manufacturing error.